Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04908. The pt received two leads with the same lot number. It was reported the pt did not have stimulation; the ipg may have reached end of life. The physician replaced the ipg and determined intraoperatively the leads were not providing coverage. The leads were replaced during the same procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.